Event description:
During testing when the ventilator was switched from ac power to battery operation, the ventilator would not recognize the power pac battery. There was no patient involvement in this case.